Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported worsening mitral regurgitation (mr) appears to be related to the tissue damaged; therefore, attributed to procedural conditions. However, a conclusive cause for the tissue damage cannot be determined. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, three clips were successfully deployed, reducing mr to 3. There was no reported clinically significant delay in the procedure. On (B)(6) 2019, imaging showed a leaflet tear around the first clip (90206u228), worsening mr to 4+. The three clips were stable on the leaflets. The patient remained hospitalized and the mitral valve was surgically replaced. No additional information was provided.